Event description:
Pump alarming over shift several times upstream occlusion changed pump out and able to titrate down on medication. Manufacturer response for pump, pump (per site reporter) ongoing issue.